Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, it was reported that a cartridge change error occurred and that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed. Customer¿s blood glucose level was 150-185 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.